Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due the patient experienced urinary incontinence. At surgery, a large hole was discovered in the pressure regulating balloon (prb), believed to be iatrogenic. Prb was replaced and original pump and cuff left in place. The patient had a good outcome with no further complications.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. An allegation of a perforation causing fluid loss was reported. The ams 800 pressure regulating balloon was visually inspected and microscopically examined. A tear was found in the balloon sphere causing fluid loss. The balloon damage is consistent with material fatigue. Device analysis confirmed the reported event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due the patient experienced urinary incontinence. At surgery, a large hole was discovered in the pressure regulating balloon (prb), believed to be iatrogenic. Prb was replaced and original pump and cuff left in place. The patient had a good outcome with no further complications.